Manufacturer narrative:
Section d4 - catalog number: corrected. Section h6 - health effect - impact code: corrected. Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the cuff lock which would have contributed to the report that the locking mechanism would not engage during implant. A specific cause for the observed damage could not be conclusively determined. (B)(6) was returned assembled with the pump cable intact. The white tunneling adapter was returned attached to the pump cable in-line connector. The modular cable was not returned. The sealed outflow graft, outflow graft bend relief, and graft hardware were not returned. The mini apical cuff was not returned. The pump was returned with the cuff lock partially inserted. Visual examination of the cuff lock showed the locking arms to be visibly asymmetrical when partially inserted in the open position. The left locking arm appeared to be slightly bent outwards when compared to the right locking arm. The cuff lock moved freely upon manipulation and could not be forced into the locked position with no apical cuff in place, as intended by design. After cleaning, the cuff lock was placed on a 1:1 scale drawing of the part to confirm bending of the locking arms. Based on the overlay, both locking arms appeared to be bent outward, with the left locking arm bent more than the right. Dimensional analysis of the cuff lock using a vision system confirmed that both locking arms had become bent out of specification. The cuff lock assembly was reassembled, and a test apical cuff was connected. The cuff lock moved easily; however, the bent locking arms prevented full engagement of the locking mechanism. The evaluation was unable to determine exactly when or how the cuff lock locking arms became bent. Review of manufacturing documentation, which includes functional testing and visual inspection of the cuff lock for bent arms, found no deviations in manufacturing or quality assurance specifications. The remainder of the device appeared unremarkable. Examination of the blood-contacting surfaces found no depositions or defects. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage; cycling the lock 10 times; engaging the lock with a dummy apical cuff; and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. The IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The heartmate 3 mini apical cuff kit instructions for use (IFU), document 10006218, rev. E, is also currently available and explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. These documents caution: when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. The suture knots should not interfere with the connection. If a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. The mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may lead to challenges with engaging the slide lock mechanism. The mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism. Notify abbott personnel if there is a change in how the device works, sounds, or feels. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the locking mechanism of the pump did not close with the mini apical cuff as it appeared that one of the holding clamps was bent. The surgeon saw the mini apical cuff on the apex. There were two parts, where the myocardium was a little domed to the top. The surgeon was informed that this might be an issue for closing the locking mechanism. Due to this information, the surgeon placed more sutures around the cuff. When trying to attach the pump, the surgeon was not able to close the locking mechanism. The surgeon placed more sutures around the felt of the mini apical cuff in order to pull down the myocardium. After approximately 20 minutes of trying, the pump still couldn¿t be locked properly. At this point, the surgeon decided to use the backup pump. After preparing the backup pump accordingly, it was inserted in the ventricle. The surgeon still needed to push on one part of the myocardium, but then the pump locked with the mini apical cuff as intended. In total, the implant surgery was extended by approximately 30 minutes.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the locking mechanism of the pump did not close with the mini apical cuff. One of the holding clamps was bent. The pump was exchanged for the backup pump. The backup pump was able to be locked with the same mini apical cuff without issue.